Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported tip detachment was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The reported difficult to remove could not be tested due to the condition of the returned device. The reported tip damage could not be confirmed as the distal portion of the tip was not returned. The investigation determined that the reported failure to advance appears to be related to the patient anatomical conditions. The tip collapse, tip detachment and difficult to remove appears to be related to the operational context of the procedure. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, mildly tortuous, de novo, distal right coronary artery (rca) after lesion pre-dilatation the 3.0 x 23 mm zeta stent delivery system (sds) was advanced several times but failed to cross the lesion. It was noted that the sds tip was damaged. The device was no longer used. A different unspecified device was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Subsequent to the initial information received, the device was returned with a soft tip separation. The site stated that they were aware of the tip separation during the procedure. Resistance was met while removing the device from the procedure sheath. The tip detached but was removed in the sheath without reported issue. No additional information was provided.